Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID# (B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, a stellarex catheter was used to treat the target lesion of the right mid sfa. Approximately 41 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2018. The physician indicated this is possibly related to the study device and unlikely related to the procedure.